Event description:
There was an allegation of questionable test results for 2 patient samples on a cobas e 801 analytical unit. The affected assays are total psa and folate. Sample 1: the initial total psa result was 24.3 ng/ml, and the repeated result was 1.49 ng/ml. Sample 2: the initial folate result was 3.75, and the repeated result was 2.82. The result unit of measure was not provided for the folate results. The customer had an "abnormal low signal" alarm, which prompted the samples to be repeated.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service representative replaced both cells and performed successful checks and tests. The investigation is ongoing.